Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2016. The patient was having a little retention and more frequent accidents and was not sure if they needed to adjust their setting. The patient did not have their patient programmer with them, but did use their programmer to confirm the therapy was on. There were not trauma or falls that could be related to the issue. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.